Event description:
The following information was provided: it was reported that the patient's hip was revised due to femoral periprosthetic fracture. A hemi hip was converted to a total hip and the stem was also revised. Rep confirmed that no further information will be released by the hospital or surgeon.